Event description:
It was reported that 2 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a loose connector or separation of the connector and injector during use. The following information was provided by the initial reporter: material no: 383516 batch no: 8214832. It was reported that the tubing is becoming disconnected from the catheter. Per customer email: we have had problems with the nexiva 20g angiocaths. Lot#8214832.

Manufacturer narrative:
H.6. Investigation summary: received one used nexiva 20ga unit without packaging from catalog number 383516; batch number 8214832. The unit consisted of the winged adapter and extension tubing. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Also, one photo was submitted for review which displayed the following: the photo displayed nexiva 20ga winged adapter, straight port adapter and a dispenser. The dispenser had a label displaying the bd logo, ref no., description, lot number and the expiration date) and bottom portion opened showing six packages. Visual/microscopic evaluation: the extension set was separated from the winged adapter. Based on the evaluation of the submitted photo the defect separation inserter from tubing was confirmed. The photo displayed the extension tubing set was disconnected from the winged adapter. Conclusion: the device failure was due to an insufficient amount of adhesive in the extension tubing/ adapter joint. This defect is created at the new zone 8 adhesive dispense station. When the adhesive dispense tips become misaligned, adhesive is not dispensed in the proper location leading to an insufficient amount of adhesive in the tubing/adapter port joint. This failure mode of the process was introduced by the new station design, and the 100% adhesive presence vision system was not capable of detecting these failures. The manufacturing department identified the issue and took immediate corrective action on 11 sep 2018 by upgrading the vision system on both production lines to be able to detect adhesive that was not in the correct location. Holders for the adhesive dispense tips were added to the machine on 26 sep 2018 to better protect the tips from damage and becoming misaligned. CAPA 684099 has been initiated to further investigate this issue. Msas for the adhesive visual inspection were conducted on line 1 on 15 march 2019, line 2 on 10 april 2019, and line 3 on 3 may 2019. The lot under this investigation was manufactured before the completion of the CAPA action items, therefore no additional corrective action is warranted at this point.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nexiva single port 20ga 1.00in (1.1 mm x 25 mm) experienced a loose connector or separation of the connector and injector during use. The following information was provided by the initial reporter: material no: 383516, batch no: 8214832. It was reported that the tubing is becoming disconnected from the catheter. Per customer email: we have had problems with the nexiva 20g angiocaths. Lot#8214832.